Event description:
On 12/21/2006, nellcor puritan bennett rec'd a report of a cuff leak on a shiley tracheostomy tube. The customer stated that the tube developed a leak after one day. The customer stated that the pt had to be re-intubated. The customer stated that the cuff was tested prior to use.

Manufacturer narrative:
Investigation of this complaint is currently in progress.